Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, the patient experienced bleeding from the omentum and the procedure was converted to open surgery. While clamping the pancreas, the third-party forceps instrument being used through the assistant port frequently came into contact with the omentum. Bleeding was observed closest to the assistant port site, which could not be resolved; and the procedure was converted to open surgery. The blood loss was estimated to be 770ml and the patient did not require a transfusion of blood products. The pancreatic tail and spleen were removed to stop the bleeding, and a hemostatic agent was used. The procedure was completed. Post-operatively, the patient experienced a significant amount of pain that has subsided. Additionally, the patient developed a pancreatic fistula that is currently being managed with a drain. The surgeon stated this complication could have occurred with either approach, robotically or open surgery. The surgeon speculated that had the port placement been more cranial, the assistant port would not have come into contact with the omentum. There was no malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory that occurred during the procedure.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the bleeding was due to port placement. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the instrument logs and the site's complaint history found that all instruments used during the procedure were used in subsequent procedures after the event date with no reported complaints and have lives remaining. The one exception was a synchroseal instrument which is single-use and therefore was not used in subsequent procedures. A review of the site's system logs for the reported procedure date was conducted, and revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.